Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow up in clinic. It was observed that episodes of noise that could be reproduced with arm movements but not pocket manipulation were observed. A lead issue was suspected. Programming changes were made. The patient was to be monitored and lead revision assessed at a later date. The patient was stable.

Event description:
New information received notes the patient was now pacemaker dependent for normal function and the lead noise was seen on a routine follow up. The lead was capped and replaced (B)(6) 2021. The patient was stable.